Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was difficult to interrogate. Troubleshooting options were performed, however, the s-ICD was still unable to interrogate. Technical services were consulted and troubleshooting options were recommended. Currently, this s-ICD remains in service and no adverse patient effects were reported.